Manufacturer narrative:
The insulin pump had a blank display due to a corroded battery cap. No damage was found on the electronics.

Event description:
The customer called to report a blank display. The reported blood glucose reading was 239 mg/dl. Troubleshooting was performed and the display remained blank. Nothing further was reported.